Event description:
The facility complaint reporter states that a female underwent an acl with the use of an undefined biointrafix or intrafix screw for fixation on an undefined date. At some time post operatively, it was somehow determined that the patient was having some kind of reaction to what they believe may be the fixation screw. A re-visitation surgery to do something is planned. Questions are out asking for further detail and clarity.

Manufacturer narrative:
Mitek is, at this point, in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.